Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. The customer states that the insulin pump had an unexpected restart. Troubleshooting was performed and resolved the issue. After resolving the issue, the insulin pump then alarmed external ram crc error. Customer was assisted with performing the self test and insulin pump passed. The product was not returned for analysis.